Event description:
It was reported that during a left anterior tibial artery stenting procedure, four (4) drug-eluting xience xpedition stents were implanted without issue. A fifth 2.5 x 23 mm xience xpedition stent was deployed at 10 atmosphere (atm) distal to the other stents; however, the stent delivery system (sds) balloon could not be deflated. Numerous attempts 2-3 times with an indeflator, 3 times using a syringe and high pressure inflations were unsuccessful for balloon rupture. Subsequently, using excessive force while the balloon remained inflated the sds was removed from the artery along with the 5 implanted stents to the level of the sheath in the left common femoral artery. Using hemostats the five stents were removed from the vessel and the patient was transferred for surgical repair of the access site to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Return device analysis revealed that the 2.5 x 38 mm and not a 2.5 x 23mm xience xpedition stent delivery system (sds) failed to deflate and the 5 stents were explanted when the sds was removed from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use; coronary balloon used in the periphery. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The four other xience xpedition stents referenced are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). Device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.